Event description:
Related manufacturer reference number: 2017865-2023-93216. Related manufacturer reference number: 2017865-2023-93217. It was reported that patient's atrial, left ventricular (lv) and right ventricular (rv) leads were dislodged. The atrial and rv lead was repositioned on (B)(6) 2023. The atrial lead was explanted and replaced. The patient was stable.

Event description:
The left ventricular lead was repositioned on (B)(6) 2023. The atrial lead was explanted and replaced.

Event description:
The atrial lead was repositioned. The left ventricular lead was explanted and replaced.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. No anomalies were found.